Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had issue with the screen. The customer was not quite sure what the display screen was supposed to look like. The customer's blood glucose level was 356 mg/dl at the time of the incident. The customer's current blood glucose was 398 mg/dl and other relevant blood glucose was 325 mg/dl. The customer was assisted with the troubleshooting for the high blood glucose. The insulin pump will not be returned for the analysis.